Event description:
Information was received from a patient who was receiving dilaudid (hydromorphone) (unknown concentration or dose) via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient stated, "my pump was bad and it has not working for a couple of years". The patient reported that the pump was explanted on (B)(6) 2022. The patient stated that they knew the pump had not been working for "about 2 years or so". The patient stated that their previous physician had known that the patient would be running out of medication but would not tell the patient and had silenced the alarms in the pump. The patient stated, "all of a sudden I would be laying on the floor going through full blown withdrawals and the doctor never did anything to help me". The patient stated that they would be laying on the floor "feeling like he was dying" and the physician would do nothing. The patient stated that the physician knew the pump was bad and started increasing the pain medication as well as giving and increasing their oral medications. The patient reported "volume discrepancy". The patient stated that they knew the pump was messed up. The patient stated that the fill would never last 60 days and sometimes there would be a lot of medication in the pump as if they had not gotten any medication. The patient stated that sometimes there were 4-5cc left in the pump. The patent stated that at that point the physician stopped helping them. The patient stated that they had gone through horrific withdrawals. The patient stated that when they went to see the new managing physician, the new physician said the previous pain physician had turned off the alarms so they would not sound if there was a pump issue and also that they turned off the pump completely. The patient stated that it explained why they were going through withdrawals again. The new physician gave the patient "suboxin" to help with the withdrawals. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.